Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. To address the issue, the getinge stm replaced front end board. The replacement of this part allowed the stm to calibrate the 30 psi on the iabp unit. The pm was completed; the iabp unit passed testing and was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered an issue completing the 30 psi calibration. There was no patient involvement; thus, no adverse event was reported.